Event description:
It was reported that balloon rupture occurred. A 2.75 x 32mm synergy xd was selected for used and advanced to the target lesion site. During attempted deployment, the delivery system balloon burst upon inflation. An additional balloon was used to complete stent deployment.

Event description:
It was reported that balloon rupture occurred. A 2.75 x 32mm synergy xd was selected for used and advanced into the target lesion. During attempted deployment, the delivery system balloon burst upon inflation. An additional balloon was used to complete stent deployment.

Manufacturer narrative:
Device technical analysis: a synergy xd mr ous 2.75 x 32mm was returned for analysis. Visual/tactile inspection, microscopic analysis, wire insertion testing and leakage testing were completed. No stent returned for analysis as it was reportedly implanted. The balloon had been subjected to positive pressure and was unfolded, though no damage to the balloon material was identified. Crimp markings were visible on the balloon wall, indicating where the stent had originally been situated. A microscopic examination of the shaft polymer extrusion noted that the inner lumen was stretched 8cm from the distal tip. Due to this inner lumen damage, the device could not be fully loaded onto a 0.014" test guidewire. The device was then connected to an encore inflation device and successfully inflated to its rated burst pressure of 18atmospheres, followed by deflation without any issues. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of no problem detected based on the device analysis. This conclusion code is based on the available information and the review/testing conducted. It was reported that the stent was placed in the patients heart, however during inflation the balloon suddenly burst. The reported allegation could not be confirmed because successful inflation occurred during device analysis, followed by deflation without any issues. The unreported inner lumen damage most likely occurred during removal of the mandrel, and it may have gone unnoticed prior to inflation attempts, however, this cannot be confirmed.